Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was peeling by the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the ok, up and down arrow keypad buttons were unresponsive and the contrast keypad button responded appropriately. The bolus button was also found to be unresponsive. There was evidence of keypad contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 alleging that the audio bolus button on their pump is unresponsive. On (B)(6) 2012, the patient noticed that the bottom left corner of key pad was peeling up. On (B)(6) 2012, the patient's parent tried to bolus from meter after dinner, and the bolus was bolus cancelled. The screen said that a button was being held down. Buttons are now not responsive. Parent removed the battery before the call and noticed the screen scrolling up during the verify screen. The parent was unable to verify the battery type or basal settings. The patient has been cleaning the pump with a cloth and there is no evidence that there is moisture in the pump. The complaint is being reported since there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the audio bolus button was unresponsive.